Manufacturer narrative:
H10, h6: the reported 5.5mm ultra twinfix with needles, used in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, ¿during a rotator cuff repair, the dr. Hammered up more than half of the "twinfix ultra titanium anchor", then he turned it and the handle was rolled. However, it was noticed the anchor did not enter its entirety in the bone. Per the device instructions for use this method (pounding) of insertion is not recommended. The preferred method of insertion is ¿while supporting the insertion site, rotate the anchor clockwise into the insertion site with the insertion device using a two-finger ao technique¿. In hard bone, it may be necessary to create a pilot hole, using a drill or awl. The instruction for use outlines additional precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported 72202618 tf ultra 2 ubraid and ndls 5.5mm, used in treatment, returned for evaluation. From the information provided, ¿during a rotator cuff repair, the dr. Hammered up more than half of the "twinfix ultra titanium anchor", then he turned it and the handle was rolled¿. Visual assessment showed anchor in good condition. The sutures remained on device. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: improper use of device. The instruction for use states (10600678): ¿incomplete anchor insertion may result in poor anchor performance¿. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution.

Event description:
It was reported that, during surgery, the dr. Hammered up more than half of the "twinfix ultra titanium anchor", then he turned it and the handle was rolled. However, it was noticed the anchor did not enter its entirety in the bone. In consequence, the dr. Proceeded to remove the anchor. The procedure was successfully completed without significant delay by placing another anchor of the same reference. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.